Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, pre-dilatation was performed. The valve was implanted. An angiogram revealed severe paravalvular leak (pvl). A balloon was used for a second dilatation, however, severe pvl was still reported. A non-medtronic valve was implanted. No additional adverse patient effects were reported.